Event description:
It was reported to philips that the device failed to power up. There was no patient involvement.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6). Reporting address line 2: (B)(6).

Manufacturer narrative:
The remote service engineer (rse) evaluated with the assistance of the customer and found that the operational check needed to be run. Upon conclusion, the user did not appropriately run the operational check as per the IFU. The rse instructed the customer to complete a operational check. Once run the device worked and was placed back into service. The device remains at the customer site and no further evaluation is required at this time.